Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no patient involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to a malfunction of the printer that damaged the power pca resulting in a failure to power up.

Event description:
The customer reported that the device failed to power up. There was no patient involvement.